Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a scheduled generator replacement, undersensing was observed during dft testing. Patient was asymptomatic. The device was reprogrammed. Dft testing was performed with success. The patient tolerated the procedure well.